Event description:
"Injection of 0.5 ml zyderm 2 into nasolabials beginning in 2002, 3 weeks later 2nd injection, all sites reacted in 7/2002 with redness, itching, nodules up to now. Redness has disappeared now. Treated with cortisone, now oral treatment with celestamine plus antihistamine."